Event description:
As reported, during intraoperative rotation and withdrawal of the 180cm aquatrack hydrophilic guidewire catheter, it was found that the anterior skin of the catheter was partially dislodged into the abdominal cavity. The hydrophilic coating fell into the abdominal cavity. There was no guidewire substitute; therefore, the complaint guidewire was shaped and used after removal of the broken guidewire. The operation went smoothly, and the patient returned to the ward. The patient had been sent to the intervention room for left percutaneous peritoneal tube drainage under fluoroscopy. The patient was placed in the lying position, and the puncture point was located at the intersection of the left anterior axillary line and the umbilical horizontal line. The medical staff routinely disinfected and spread the towel, and local anesthesia was applied with 4 ml of 2% lidocaine to the peritoneum. A 16 gauge puncture needle was used to enter the peritoneal cavity through the puncture point. The guidewire was placed through the puncture needle, and the 8.5f porous drainage tube was replaced by the guidewire. After removing the guidewire, the drainage tube was located in the left pelvic wall near the rectal crypt, and the drainage tube was connected to the pouch, and the yellowish and mildly turbid liquid was drawn out, and a specimen was retained to be sent for examination, and the catheter was fixed. There was mild lesion calcification and moderate vessel tortuosity. The device was not used for a chronic total occlusion (cto). The guidewire became entrapped during the procedure. There was no device damage noticed prior to opening the package nor difficulty removing the device from the sterile packaging. The product was stored, handled, and prepped according to the instructions for use (IFU). There was difficulty experienced in prepping the device. The device encountered the self-contained puncture needle of the cannula sheath. Neither the device nor any of the other devices used with it had been resterilized. The device was discarded at site. There is no procedural cd available for review. The hospital reported it as an adverse event to the china nmpa directly. Please upgrade this case to ae.

Manufacturer narrative:
As reported, during intraoperative rotation and withdrawal of the 180cm aquatrack hydrophilic guidewire catheter, it was found that the anterior skin of the catheter was partially dislodged into the abdominal cavity. The hydrophilic coating fell into the abdominal cavity. There was no guidewire substitute; therefore, the complaint guidewire was shaped and used after removal of the broken guidewire. The operation went smoothly, and the patient returned to the ward. The patient had been sent to the intervention room for left percutaneous peritoneal tube drainage under fluoroscopy. The patient was placed in the lying position, and the puncture point was located at the intersection of the left anterior axillary line and the umbilical horizontal line. The medical staff routinely disinfected and spread the towel, and local anesthesia was applied with 4 ml of 2% lidocaine to the peritoneum. A 16-gauge puncture needle was used to enter the peritoneal cavity through the puncture point. The guidewire was placed through the puncture needle, and the 8.5f porous drainage tube was replaced by the guidewire. After removing the guidewire, the drainage tube was located in the left pelvic wall near the rectal crypt, and the drainage tube was connected to the pouch, and the yellowish and mildly turbid liquid was drawn out, and a specimen was retained to be sent for examination, and the catheter was fixed. There was mild lesion calcification and moderate vessel tortuosity. The device was not used for a chronic total occlusion (cto). The guidewire became entrapped during the procedure. There was no device damage noticed prior to opening the package nor difficulty removing the device from the sterile packaging. The product was stored, handled, and prepped according to the instructions for use (IFU). There was difficulty experienced in prepping the device. The device encountered the self-contained puncture needle of the cannula sheath. Neither the device nor any of the other devices used with it had been resterilized. The device was discarded at site. Without the return of the device or images for analysis, the reported customer event ¿coating-separated¿ could not be confirmed. An interaction between the guidewire and a metal insertion tool may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if any resistance is felt, e.g., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.